Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 3.5x26 mm resolute onyx drug eluting stent was intended to be used during a procedure, to treat a lesion located in the mid/distal rca, exhibiting moderate tortuosity and no calcification. Initial images revealed in-stent re-stenosis was present in the mid/distal rca. There was no damage noted to device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. No difficulties were noted while removing the protective sheath on the initial introduction of the product, and the stent was inspected post-removal of the sheath. Negative prep was not performed. The device remained on neutral pressure during the delivery of the device. The lesion was pre-dilated. The device did pass through a previously deployed stent-there were multiple previously deployed stents in place from the proximal rca though mid/distal rca. Resistance was encountered when advancing the device, and excessive force was used during delivery. It is reported that stent dislodgement occurred during removal, following a failed delivery. Previously to the dislodgement, the physician had gone in with the 3.5x26 mm resolute onyx drug eluting stent prior to dilating the vessel, and the stent was unable to advance past the mid rca. This stent was removed intact on the balloon. The lesion was then pre-dilated with a 3.0x15 mm nc euphora balloon, with serial dilations starting with the distal rca just proximal to the crux of the rca pulling back to the mid rca. The nc euphora was then removed and another attempt was made to advance the 3.5x26 mm resolute onyx drug eluting stent. The stent would not pass through the mid rca restenosis. A balloon was re-introduced and further dilations occurred. The 3.5x26 mm onyx was reintroduced and was unable to advance. The medtronic guide catheter was exchanged for an al10, and the short sheath was also exchanged for a longer 24 mm sheath in the right femoral artery. A shorter stent, a 3.5x15 mm onyx was introduced and was successfully advanced to the distal rca. This stent was deployed without incident. The previous 3.5x26 mm onyx was reintroduced and again unable to advance past the mid rca despite multiple attempts. The stent balloon and wire were removed from the guide. The stent was noted to not be on the balloon upon removal. Imaging revealed the stent was in the abdominal aorta. The physician introduced a ev3 gooseneck snare to recapture the stent, but was unable to snare the stent. The stent was observed moving distally in the abdominal aorta. The physician repeated attempts to snare the 3.5x26 mm onyx as the stent travelled more and more distally. The physician exchanged a 6x24 mm sheath for 6x45 mm non-medtronic sheath for placement in contralateral lower extremity. The stent was attempted to be snared with 12-20 mm non-medtronic snare unsuccessfully and noted to be in left internal iliac. The physician deployed a 7x37 mm visipro stent in left internal iliac, trapping the 3.5x26 mm onyx from further migration. A 6x40 mm non-medtronic balloon used to post dilate stent. The patient expired two days after procedure. The patient expired due to chronic heart failure.

Manufacturer narrative:
Evaluation summary: the returned procedural images capture the patient lesion condition as reported by the account. Pre-dilation is captured in both the distal and mid rca in a previously deployed stent. The images do not capture the attempted delivery or reported stent dislodgement of the complaint 3.5 x 26mm stent; however, the dislodged stent is visible in the abdominal aorta. Images capture the dislodged resolute onyx stent being trapped by a non-medtronic stent. The returned images do not capture the reported successful implantation of the 3.5 x 15mm stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.